Event description:
Adr reported information: the patient (B)(6) was admitted to the hospital for diabetes blood glucose adjustment. After admission, the patient was given subcutaneous insulin injection treatment according to the doctor's advice. When the nurse was drawing subcutaneous insulin for the patient, a little bit of leakage of liquid was found at the connection between the needle and the needle hub of the insulin syringe. The nurse was promptly replaced with an insulin syringe and insulin was drawn for injection. Call center confirmed the information with customer on august 14, 2024: leaking at the connection between the needle and the needle hub of the insulin syringe. The product sales date and supplier were not clear, no samples, no photos, and no customer response is needed. Sample availability: no sample availability details: no sample available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.